Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR. Report #: 1627487-2014-21277, 21279. It was reported during the patient's lead revision procedure (ref MFR report: 1627487-2014-03269), the patient continued to experience rib/abdomen stimulation with the new lead. The physician repositioned the lead several times and reprogramming was unsuccessful in resolving the issue. Additionally, the patient also experiences discomfort at the ipg pocket site regardless of stimulation. Surgical intervention may take place to address these issues.